Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "this patient was having a chemotherapy infusion of oxaliplatin when staff noted the solution was dripping from the IV tubing. It appeared the IV tubing was not working as it should, and it could have a possible defect causing the solution to drip from it. "The staff did not have the packaging for the IV tubing only the IV tubing itself hence I had no information on it to fill in for the next couple of pages."

Manufacturer narrative:
The customer¿s report that the solution was dripping from the IV tubing was confirmed. Visual inspection of the set showed that the silicone segment was completely separated from the upper fitment. The upper portion of the set including the drip chamber, proximal tubing, and upper fitment was not received. The separated silicone segment had no retainer ring indentations. No crush marks were observed on the lower fitment. Functional testing was not performed due to the separation. Dimensional testing was performed and the tubing measured within specification. The cause of the reported leaking was the separation of the set¿s silicone segment from the upper fitment. The root cause of the separation was a missing upper fitment retainer ring.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "this patient was having a chemotherapy infusion of oxaliplatin when staff noted the solution was dripping from the IV tubing. It appeared the IV tubing was not working as it should, and it could have a possible defect causing the solution to drip from it. "The staff did not have the packaging for the IV tubing only the IV tubing itself hence I had no information on it to fill in for the next couple of pages." Although there was no actual harm or medical intervention reported, the customer selected other serious (important medical event) and did not select adverse event.